Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found below end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event.

Manufacturer narrative:
Correction: d9 missing return date.

Event description:
It was reported that the patient present for follow up after a syncopal episode. It was found that the patient was in complete heart block and an attempt was made to interrogate the pulse generator. However, the device was unable to be interrogated. Sudden premature battery depletion was suspected. A temporary pulse generator was implanted. The patient was table.

Event description:
New information noted that the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.